Manufacturer narrative:
Concomitant product: product ID 3389s-40, lot # v167235, implanted: (B)(6) 2009, product type lead; product ID 37085-60, serial # (B)(4), implanted: (B)(6) 2009, product type extension. (B)(4).

Event description:
It was reported that the manufacturer representative (rep) was checking the patient¿s impedances and noticed a change in impedances when comparing measurements. Initially the combination of case and 1 or case and 0, the rep was not sure which, was around 4,500 ohms. When the impedances were tested again, the combination of 0 and 1 was short, all case electrode pairs were normal, and case and 0 normalized to something around 900 ohms. The rep tested the patient five more times and continued to get a short with combination 0 and 1. The rep noted that the patient initially measured at 1.5 volts and then elevated to 3 volts when the high impedance was seen. One of the fellows working with the patient had the same issue occur a few days prior to the report. Three days later the rep stated that the patient fell and must have damaged a wire, but no fracture was seen on x-ray. The patient died due to a brain hemorrhage caused by one of his falls; he was taken off of life support a couple of days prior to the report. It was noted that the f alls were unrelated to the therapy.